Event description:
A report was received that a patient was having a possible allergic reaction around the ipg site. The physician does not know if the allergic reaction was device related. The symptoms were itching and red spots on the skin. The ipg was explanted and replaced with a different boston scientific ipg. Malfunction was not suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The ipg was analyzed and passed all tests. Therefore, the ipg exhibits normal device characteristics.

Event description:
A report was received that a patient was having a possible allergic reaction around the ipg site. The physician does not know if the allergic reaction was device related. The symptoms were itching and red spots on the skin. The ipg was explanted and replaced with a different boston scientific ipg. Malfunction was not suspected. The patient was doing well postoperatively.